Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 8.9mmol/l. Customer review alarm history and found out that 3 times in the afternoon pump alarm no delivery. Customer was advised to tested pump by priming cannula with 5 units in the air. Customer stated insulin drops were coming out. Customer will be sent tubing clamp to perform the high pressure test and will call us when she gets them.

Manufacturer narrative:
Additional information was received after the initial report was submitted. The additional information has been provided with this report.

Event description:
It was reported the customer called back they received the clamps; we started the high pressure test. The pump filled 5 units and no alarm noted. We gave another 5 units and the alarm came up at 2, 6 to a total of 7, 6. We changed the infusion set and filled it. We put the clamp on the tube, gave 5 units and around 4.5 the pump gave us the no delivery alarm. The customer was advised the insulin pump is working as designed and she can call us back if she still has questions.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No excessive no delivery alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.